Event description:
A physician reported his observation of white spots on the optic of an implanted intraocular lens, 4 months after initial implantation. Visual acuity was reduced from 20/20 to 20/30. Patient has no complaints about their visual acuity and lens remains implanted.

Manufacturer narrative:
The intraocular lens (iol) remains implanted limiting our investigation to a review of the manufacturing records which showed no deviations during the process. Our investigation suggests the unidentified white spots were not present on the lens prior to implantation. The physician did not observe these spots until 4 months after implant. No additional reports of a similar nature were received for the remaining iols manufactured in this lot. While the results of our investigation are inconclusive we do not believe this event is manufacturing related. All information available is included in this report. Intraocular lens remains implanted.